Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly set the pump's basal rate from 12 am to 9 am to 0 units/hour rather than the intended value of .25 units/hour. Customer's blood glucose level was 247 mg/dl. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.